Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that the pt's device displayed a service code 204. She later stated that the electrode "belt connection is torn and is not making a proper connection." The pt was provided with a replacement electrode belt.